Event description:
It was reported that the ilet was dropped, after which the touchscreen became unresponsive; when placed on a charger only the bionic circle appeared and the screen could not be unlocked, and the user reverted to subcutaneous insulin via pen while a replacement ilet was arranged. Symptoms included hyperglycemia, with a reported peak of 360 mg/dl and elevated glucose for an extended period. Outcomes included no health consequences or lasting impact, and no professional medical intervention or assistance was required. Investigation included communication with the user and analysis of information provided by the user and inspection of the returned device. Investigation of this device revealed a stress-related problem consistent with a fractured component, with the affected device component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."